Event description:
Information was received from a trial patient regarding an implantable neurostimulator. The reason for the call was the patient was trying to reach their representative (rep) who was supposed to call them between 4 and 5 but they needed to talk to the representative about adjusting their settings because they were getting pins and needles down both of their legs and they could not stand up. Agent offered troubleshooting assistance but said they wanted to know what numbers to be from the rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.